Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed via information obtained through the clinical review. The service repair technician was unable to duplicate the reported complaint. The electronic patient gas system operated as intended throughout the evaluation. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Corrected block: d10. During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to function as intended and to pass release testing. Per data log analysis, on (B)(6) 2020 at 06:41:10 am calibration is successfully performed as reported. 07:03:22 flow is set to 1.02 liters per minute (l/min), fraction of inspired oxygen (fio2) set to 0.3 (30%) 08:19:49 flow is set to 3.02 l/min, fio2 set to 0.8 (80%). 08:38:08 fio2 is set to 0.969 (96.9%). 08:41:28 fio2 is set to 1.00 (100%). 08:43:47 flow is set to 4.02 l/min. 08:46:05 oxygen and air input gases go to 0 psi (low pressure alarms). 08:55:44 fio2 set to 0.959 (95.9%) with no input gas pressure. 09:03:56 flow set to 4.51 l/min, fio2 48.5%, still no input gas pressure (alarming). 09:11:04 flow set to 5.84 l/min, still no input gas pressure. 09:11:21 flow set to 4.2 l/min, still no input gas pressure. 09:55:48 fio2 set to 0.572 (57.2%). Still no input gas pressures. 09:56:20 flow set to 4.23 l/min, still no input gas pressure. 10:08:18 flow set to 0 l/min, fio2 to 21%, which clears the low pressure alarms. 10:20:20 fio2 set to 0.575 (57.5%), flow still at 0 l/min. 10:21:23 fio2 set back to 21%. 11:27:54 fio2 set to 21.7%. 11:53:39 air and oxygen input pressures are restored. 12:00:16 flow set to 9.37 l/min. 12:06:33 flow set to 8.07 l/min. 12:10:12 fio2 set to 1.00 (100%). 12:12:29 flow set to 1.37 l/min, fio2 set to 0.21 (21%). 12:13:17 fio2 set to 1.00 (100%). 12:14:50 flow set to 1.97 l/min. 12:15:17 fio2 set to 0.21 (21%). 12:24:27 perfusion screen is exited. All indications show a loss of both air and oxygen input pressures occurred and caused alarms. The user did not seem to notice the loss of pressure and continued to attempt adjusting flow and fio2 settings. There is no indication of a problem with the epgs.

Manufacturer narrative:
The field service representative (fsr) tested the unit and it ran normally, but he clarified that it was tested in a different room than where the issue occurred. He could not duplicate the issue. He replaced the epgs. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure,the blood in the oxygenator looked like it was not being oxygenated. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2020, the team set up and calibrated the electronic patient gas system (epgs) without issue for the procedure. Just a few minutes after commencing cardiopulmonary bypass, the heart lung machine (hlm) gave the perfusionist some alarms that he did not recall in the messaging area of the central control monitor (ccm), and his arterial blood was dark, indicating to him a lack of oxygen to his oxygenator. He checked his connections quickly, and all were tight. He used a vaporizer and a flow meter in line, and additionally used an external oxygen sensor in line, and he recalled seeing that external sensor alarm when this occurred. Per the log data the initial setting of flow to the oxygenator was at 3.02 liters per min (l/min) and the fraction of inspired oxygen (fio2) was set up at 80%. He did not recall the readings on the ccm of the actual measured flow or fio2. He checked with his biomedical engineering team to ensure there was not a loss of pressure in the hospital for medical air or oxygen sources the perfusionist informed the surgical team of the issue, and instructed the surgeon to take off the cross clamp. Anesthesia ventilated the patient. Almost immediately, he went to 100% oxygen tank, and in the interim he was able to gather and hook up a pole mounted blender. The patient had no deficit or harm. There was no blood loss due to this incident.